Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after bilateral implantation of intraocular lens (iol), the patient had unsatisfactory result and upon examinations showed a decentration of the lens. With lateral astigmatic correction, the patient had good visual comfort. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.